Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are : product ID: 8731sc, serial# (B)(4), ubd 2011-08-27, UDI# (B)(4) no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative on 28-feb-2019 who reported that at the dye study the catheter could not be aspirated. The healthcare provider discussed replacing the pump at the same time due to the pump age. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative and the healthcare provider that reported that the cause of the occlusion was unknown. The devices would be replaced although surgery had not yet been scheduled. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine dose and concentration not reported via an implantable pump. Per the patient his non-reservoir drug was ¿he has a '9.7 push out' and stated '56mg' when asked for the dose and concentration. The indication for use was spinal pain. On (B)(6) 2019 the patient reported that their pump was no longer working. Per the patient it had stopped helping with his foot. The patient had an appointment with the healthcare provider yesterday and a dye study was done where they found out ¿the electrical is not working, pump itself is not spraying, it's dripping down¿. Per the patient the healthcare provider planned to replace the pump. Per the patient he can't imagine his life without the pump and that it has done a lot for him. No further complications were reported or anticipated.